Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the patient felt that the ipg had rotated and is sticking out but still within the skin. As a result, the patient underwent surgical intervention on (B)(6) 2020 during which the ipg buried deeper into the pocket with no complication.